Manufacturer narrative:
Inspected one opened/used sensor and performed bicarbonate buffer test. The sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a sensor error during initialization. The customer was assisted with troubleshooting and told to call back if more assistance was required. Five days later the customer reported disparities between sensor values and blood glucose values, calibration errors, and change sensor alarms. The blood glucose level was 442 mg/dl. The customer was advised to return the sensor for analysis and a replacement. No further information was provided.